Manufacturer narrative:
The insulin pump was unable to prime unit during prime due to faulty force sensor resistor. The insulin pump was received with intermittent buttons due to corroded keypad traces. No traces of moisture were noted at electronic or motor assemblies per visual inspection. The insulin pump was received with cracked case at display window corners. The insulin pump was received with scratched lcd window.

Event description:
The customer reported via phone call that the buttons were unresponsive. The customer's blood glucose was 64 mg/dl at the time of incident. The customer stated that the insulin pump might be exposed to moisture due to steam. The customer was advised that the insulin pump will need to be replaced. The customer was also advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.